Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was noted that there were telemetry issues. It was noted that the manufacturer representative saw the patient (B)(6) 2014 and the patient was in overdischarge. At that time, the patient did not have their recharger and so the patient was rescheduled for overdischarge protocol (B)(6) 2014. The patient came into the office and the overdischarge was confirmed and the overdischarge protocol was performed. It was noted that the ins was ¿opened¿ and charged and once at a certain charge level the ¿third strike¿ tipped. The manufacturer representative had attached a picture of a recharger with a screen which showed a neurostimulator adjacent to an ¿x¿ inside of a speech bubble. It was noted that the patient used ¿a lot¿ of medication. It was noted that the patient was falling asleep while the manufacturer representative was speaking to them. It was also noted that the doctor was going to leave the implantable neurostimulator (ins) in the patient and would not be implanting a new one due to the patient¿s medication used (narcotics). It was not known how long it had been in overdischarged. It was later reported that it appeared the device had been overdischarged three times so that the device was ¿no longer good.¿ it was noted that this was verified with the recharger 2014-04-02. It was noted that the manufacturer representative had to do a countdown after the antenna locate did not work after attempting over fifty times to jump start. It was noted that after the device charged up slightly the screen came on with the neurostimulator with an ¿x¿ in it. It was noted that it was due to patient compliance. It was noted that the patient was ¿so heavily medicated with narcotics they were constantly falling asleep.¿ the patient also noted that they did not like to charge and chose not to. It was noted that the patient had been ¿extremely difficult¿ to get to keep their device charged. The manufacturer representative was not aware of any other interventions that the manufacturer representative had done. There were no symptoms besides loss of therapy due to the dead battery. The doctor planned to leave the device in with no replacement and no explant. The patient was fine with the decision and ¿was not interested in compliance anyway.¿ there was no other information as of (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).